Event description:
A surgeon reported that during a phacoemulsification procedure, the pneumatic functions became disabled due to low inlet pressure. They changed the cassette two times, but the problem remained. The system was exchanged and the surgery was completed with no harm to the pt.

Manufacturer narrative:
Three cassette samples have been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).